Event description:
It was reported that two days post implant the leadless implantable pulse generator (ipg) exhibited rising and high thresholds and impedances. The leadless ipg was reprogrammed and remains in use. It was noted that during implant the delivery had system slipped several times until the location was decided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references: the main component of the system. Other relevant device(s) are:micra, model #: mc1avr1-delsys/ expiration date: 14-mar-2023 / serial#: (B)(4) UDI #: (B)(4) no dev rtn to MFR? No. Mfg date: 27-sep-2021. If information is provided in the future, a supplemental report will be issued.